Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified arteriovenous fistula, indicating very harsh patient anatomy a 5.0mm x 40mm x 80cm (4f) sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured. The device was removed, and the procedure was completed with another device. There were no patient complications as a result of this event. The patient was in good condition post-procedure.